Manufacturer narrative:
(B)(4). Physio-control determined the cause of the reported failure to be an integrated circuit chip, designator u29 from the system controller pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was initially reported that the device had failed the self-test, had an illuminated service indicator and had logged a fault code. After eval by physio-control, the user interface and system controller pcb assemblies were replaced. The removed system controller and user interface pcb assemblies were both further evaluated by physio. It was determined that the system controller pcb assembly affected the ECG rhythm analysis functionality through the therapy cable. There was no pt involvement with the reported failure.